Event description:
It has been reported that the cine was not active. The available information does not indicate if the system was in clinical use or not when the issue took place. We are conservatively reporting this event at this point of time . A follow up report will sent if any further information is available. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the vascular protocol cine was not active. Review of the system log file showed a "x-ray generator exception" at ( 28-nov-2022 09:10:57) and confirmed the x-ray generator software crash. The fse reverified the epx and activated the vascular protocol. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.